Event description:
Customer reported the sensor reading have been inaccurate. Customer's blood glucose was 167 mg/dl. Customer stated his sensor was reading 83 mg/dl and double arrows going down. Customer has been calibrating four times a day and trys when it was flat. Customer states he turns off the sensor at night and turns it back on. Customer was able to provide data from the insulin pump for the sensor versus blood glucose readings. For the first 12 hours the sensor was spot on then it went haywire and has not gotten back on. Customer's blood glucose was 167 mg/dl and sensor was 97 mg/dl, 41.9% difference. Sensor glucose was not trending the same direction as blood glucose. Sensor inserted on abdomen above the waistline. Average percent difference was 37.3%. Sensor was not bent or bloody but was curved. Customer was unable to upload to carelink. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.